Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The reported condition was confirmed - a tear in the sheath was observed. Based on the results of the investigation, a further root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the tip of the sheath on the aspiration needle is being shorn/split when passing the needle through. The reported issue occurred during a therapeutic linear endobronchial ultrasound (ebus), which was completed using another device. There were no reports of patient harm.